Event description:
Ous MDR - after an implantation period of about 11 months, it was reported that the device indicated eri during a folllow-up visit on 2. On (B)(6) 2016. When the device was interrogated again, the eri message reportedly disappeared. During the next follow-up on (B)(6) the pacemaker indicated eri again. At the moment we are waiting for the device to be returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.